Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and replaced the light emitting diode (led) graphical user interface (gui). The led, gui was returned for further investigation and the alleged malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator touchscreen became inoperable. The ventilator did not stop cycling. After rebooting, the touchscreen was functional. There was no patient harm reported, and no patient transfer to another ventilator required.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.